Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall exactly when the alleged meter issue began. The patient alleged obtaining a blood glucose reading of 257mg/dl using the subject meter compared to a reading of 36mg/dl using an accuchek meter, both readings within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan¿s criteria for accuracy. The patient stated that he manages his diabetes using insulin (no adjustments) and did not specify if he had made any changes to his usual diabetes management routine in response to the reported issue. The patient claimed experiencing symptoms of ¿passed out, sweating and confused¿ approximately 6 days after the alleged issue began. The patient was reportedly hospitalized and received hcp treatment of ¿fluid in his throat¿ in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Return of the subject device for investigation was requested and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.